Event description:
(B)(4). I have periods so bad I can't leave the house. Back pain, migraine, rashes, mood swings, weight gain, joint pain, no energy, depression, heart burn, food allergies, sensitive stomach, no sex drive, painful intercourse.